Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (BG) levels. The customer¿s BG level was displayed as ¿High¿; however, a specific value was not provided. The elevated BG was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed cartridge and infusion set to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.